Event description:
It was reported that the customer was having issues with her insulin pump. Customer's blood glucose level was 303 mg/dl. Customer stated that when bolusing, she thinks the piston is going away from the reservoir. Customer stated that she was having high blood glucose levels. Customer feels that she is not in a position to troubleshoot at this time. Insulin pump will need to be replaced. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and a cracked belt clip slot.